Event description:
A closed suction catheter was in use on a ventilator patient. The alarms sounded and the user alleges that the suction control thumb valve was very slow to return to the closed position. This problem allegedly resulted in a temporary loss of 400cc delivered tidal volume to the patient. There was no patient compromise.